Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The proximal clevis adjacent to the broken distal clevis also was found broken. The conductor wire adjacent to the broken distal clevis also was found broken. No signs of thermal damage were observed. The yaw cable adjacent to the broken clevis also was found broken. The broken piece was not returned. It looks like all of the parts were intentionally broken using some kind of external tool. The components are broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. For clarification, the conductor wire was found completely broken. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of 8 mm permanent cautery spatula (pcs) instrument had broken off. At the end of the operation, when removing the specimen with the spatula, it bent partially and had to be removed with a trocar. To remove the instrument from the trocar, the remaining head was severed and disposed of. Therefore, only intact part of the instrument was sent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint confirmed that no fragments fell into the patient during the procedure. During a pulmonary lobectomy, the instrument broke when it collided with another instrument while pushing tissue into the retrieval bag. The instrument was immediately removed from the patient, and the broken fragment was detached outside the surgical setting. There were no reports of fragments falling into the patient during use, and no actions were necessary as no fragments remained inside the patient. The patient did not return to the hospital due to any post-surgical complications related to retained foreign material.